Manufacturer narrative:
The received four images show a deformation to two secondary legs. A third secondary leg had fractured. The filter configuration of the primary legs was normal, no signs of ivc perforation. Additional information received on august 31, 2010 states: patient's history shows that the patient had a left chest port placed by general surgery after the filter was placed. Physician said it could be possible that the surgeons snagged the leg with a wire causing it to break free. This statement combined with the findings on the images strongly indicate, that externally circumstances and manipulation like general surgery caused the deformation of the secondary legs. The manipulation/deformation may have stressed the wire, thus causing a potential risk of wire fracture. According to the description, the patient experienced flank pain in the general area of the abdomen. The exact reason for the pain cannot be determined, but a filter placed in ivc may cause pain if pressing on surrounding tissues and nerves.

Event description:
Prior to filter retrieval procedure, scout xray films were taken of the celect ivc filter. The physician noticed one of the secondary arms of the celect was separated from the rest of the filter. Patient may have the filter retrieved at another institution where difficult retrievals are performed. Patient was noted to experience flank pain in the general area of the abdomen where the filter is implanted. Additional information was received on 08/31/2010 via email: it was reported that one of the physician's said the patient's history shows that the patient had a left chest port placed by general surgery after the filter was placed. He said it could be possible that the surgeons snagged the leg with a wire causing it to break free. Patient was noted to experience flank pain in the general area of the abdomen where the filter is implanted.